Event description:
The patient reported receiving 04 occlusion error messages on his insulin infusion device during his basal rate delivery and while bolusing. He stated his blood glucose readings today have been between 320-379 mg/dl. He said his normal glucose readings are between 80-150 mg/dl. He stated he has been sick and vomiting all day. He stated he doubled his normal basal rate of insulin and has been bolusing to try to bring his blood glucose down. He stated his levels started to come down but when he tested again, his blood glucose reading was 359 mg/dl. The patient was instructed to disconnect from the infusion head set and prime through the tubing. He received an 04 occlusion error message. He was then instructed to disconnect the infusion set tubing from the adapter and run another prime which went through successfully. The patient stated he changes his infusion head set every 3-4 days and his tubing every "week and a half or so." He stated he does not remember the last time his tubing was changed. The patient was advised to change his head set every 3 days and the tubing every 6 days as recommended. Troubleshooting also revealed the patient was using an old piston rod and adapter. A new piston rod and adapter were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.